Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a maverick 2 balloon catheter. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon presented no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 4mm proximal of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04-may-2015. It was reported that crossing difficulties were encountered. A 3.25mm x 20mm maverick²¿ balloon catheter was advanced for dilation, however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed balloon pinhole.